Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced high blood glucose level of 400 mg/dl. Customer experienced current blood glucose levels 285 mg/dl. Troubleshooting for high blood glucose level was performed. Customer does not alleged to pump. Customer also stated that the drive support cap appears normal. The product will not be return for the analysis.